Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively, the pt presented with grade 2+ diffuse lamellar keratitis (dlk) on the left eye (os) only and was prescribed steroids. The next month, the doctor opted to perform a flap lift and rinse os only. The pt's preoperative best corrected visual acuity (bcva) was 20/20 os. Postoperative bcva was 20/30 os with some haze. The pt is responding to treatment and dlk has resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 01/26/07 to 01/30/07 and intralase field service engineer (fse) visited the site and performed preventative maintenance. The laser system met specification and performed as intended upon departure. On 03/06/07 and 03/09/07, an intralase clinical applications specialist (cas) found the laser system met specifications and performed as intended. The laser settings were modified according to physician's preferences and cas also instructed physicians at site on light docking technique and its effectiveness on surgery outcomes. Note: pts treated prior to or after this case, as well as the fellow eye, did not develop dlk. The root cause of the dlk remains unk.